Event description:
It was reported during in clinic follow up that the atrial and ventricular leads had dislodged. The right ventricular (rv) lead had delivered inappropriate shocks due to double counting. When the pocket was opened, it was revealed that the pt twiddled both leads into a braid. Both leads were removed and replaced. The patient was stable before, during and after procedure,

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent and stretched consistent with procedural damage. Helix mechanism/ extension length test could not be performed due to as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts.